Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter had a line through the display. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted there was a line through the reported meter¿s display and she was unable to discern the blood glucose readings. The patient manages her diabetes with insulin pump therapy. After this issue occurred, the patient experienced the symptom of feeling faint and she felt ¿low¿. The patient administered self-treatment by consuming orange juice; she did not seek any medical attention. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia and received treatment with food to alleviate her symptoms after the meter display issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.

Manufacturer narrative:
Follow-up # 1 (09/10/2013)-product evaluation: the subject meter was returned on 08/29/2013 and analysis completed on 09/03/2013 by lifescan product analysis with the following findings: the reported display issue was confirmed in the laboratory. The analysis of the subject meter found that the lcd was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.